Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient was hospitalized due to overdose symptoms. It was confirmed that the patient had pocket fill. The patient was intubated and monitored. The patient¿s pump was temporarily turned off on (B)(6) 2025. Once the patient was stable, the pump was turned back on, and the daily dose was set to 200 mcg/day on (B)(6) 2025. The patient was alert on (B)(6) 2025 and daily dose was increased to 400 mcg/day. On (B)(6) 2025, the dose was increased to prior daily dose to 550 mcg/day and the patient was discharged. The cause of the pocket fill was because they physician believed the needle was in the pump, but it was not. The event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump for intractable spasticity indications for use. It was reported that there was a possible pocket fill. The company representative (rep) stated that pump refill was done earlier today, and the patient was in intensive care unit (ICU) in ¿pretty bad shape.¿ the agent reviewed option to check pump reservoir volume to determine how much drug might have gone into the pump pocket versus the pump. Reviewed considerations around programming the pump and filling if there was no drug in the reservoir. Sent itb emergency procedures document. Discussed programming options such as temporary stop and minimum rate mode. Reviewed pump function and alarm considerations for each.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.